Event description:
The customer reported that during a laparoscopic hepatectomy, a piece of the active waveguide disengaged into the pt's cavity. The piece was retrieved from the pt. There was no pt injury. Another dissector was installed on the sys in order to complete the procedure.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.